Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No conclusion code available; the reported field event of a high pacing lead impedance due to a connector anomaly was confirmed in the laboratory. Visual inspection identified parylene on the contact spring. Further evaluation of the contact spring detected chlorine indicating the presence of parylene. The cause of the high pacing lead impedance was parylene contamination of the contact spring during manufacturing.

Event description:
It was reported that the patient presented for device change out due to routine eri. The chronic leads were connected to the new device without complication. During testing high, out of range pacing lead impedance was seen. The lead were disconnected and tested with the system analyzer and yielded normal values. Upon reconnecting the leads to the device, the physician had difficulty engaging the set screws. The device was not implanted. Normal impedance measurements were obtained with the replacement device.